Event description:
The customer reported his blood glucose history. He gave a bolus of insulin (exact dosage was not reported) and was not able to lower his bg level. The pod was then removed and he noticed the cannula was not properly inserted into the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.